Event description:
It was reported that a malfunction occurred on a pump, with no notable events preceding it. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer managed their high blood glucose by administering a correction injection using multiple daily injections and did not require assistance from a third party. Although the malfunction code was present, the customer eventually reset the pump themselves, clearing the malfunction.